Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 400 mg/dl. The customer was advised and explained the recurring no delivery may be due to site, set or reservoir issue. The customer was advised to try the remedies review to prevent recurring alarms. Customer was advised to monitor pump. The customer reported that in the process of troubleshooting he got a low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 51 mg/dl. The customer treat low blood glucose before performing a set change.